Manufacturer narrative:
Bilateral patient reported to have premature photopolymerization of the light adjustable lens implanted in patient's eyes. One eye was explanted on (B)(6) 2020 and the second eye was explanted on (B)(6) 2020. Rxsight's awareness was 10/31/2020. Device history record for the lenses were reviewed. No issues were noted. Right eye: serial number: (B)(4), implant date: (B)(6) 2020, manufacturing date: 11/12/2019, expiration date: 10/31/2022, UDI: (B)(4). Left eye: serial number: (B)(4), implant date: (B)(6) 2020, manufacturing date: 10/28/2019, expiration date: 9/30/2020, UDI: (B)(4). The explanted lenses are in process of being returned for evaluation.

Event description:
Bilateral patient reported to have premature photopolymerization of the light adjustable lens implanted in patient's eyes. One eye was explanted on (B)(6) 2020 and the second eye was explanted on (B)(6) 2020. Rxsight's awareness was 10/31/2020.

Event description:
Bilateral patient reported to have premature photopolymerization of the light adjustable lens implanted in patient's eyes. One eye was explanted on (B)(6) 2020 and the second eye was explanted on (B)(6) 2020.

Manufacturer narrative:
Bilateral patient reported to have premature photopolymerization of the light adjustable lens implanted in patient's eyes. One eye was explanted on (B)(6) 2020 and the second eye was explanted on (B)(6) 2020. The explanted lenses were returned for evaluation. Visual inspection confirmed the presence of a zone in the center of the lenses which is indicative of premature photopolymerization of the lenses.